Event description:
Doctor was working when he and the patient received burns from a cautery cord that had a small break in the covering.manufacturer response for cautery cord, aesculap (per site reporter).======================they are coming to check all cords in the trays.what was the original intended procedure?laparoscopic vaginal hysterectomy.device #1is this a laboratory device or laboratory test?no.